Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific discovered that this lead was exhibiting sensing issues and decreased p-wave measurements. A chest x-ray confirmed the lead had dislodged. A revision procedure was performed but the physician was unable to reposition the lead due to placement difficulty. Additionally, the physician could not confirm if the helix was extending or retracting properly. The pt is post coronary artery bypass graft (CABG) procedure, and the physician was not sure if it was the helix or the pt's tissue which contributed to the placement issues. During this repositioning attempt, the pt experienced asystole for about four seconds, which alerted the physician that the associated right ventricular (rv) dextrus lead had also dislodged. Efforts to reposition this lead were also unsuccessful as the physician stated that the lead was "too soft" and was not maneuverable with different stylets inserted and could not be steered. Both leads were removed from service and replaced. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observation. It is unk if this device was implanted in the atrial or ventricular position.